Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported there was error 41628. There was unknown patient involvement and unknown patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair. Physical condition of the device showed lens scratched and downstream occlusion (dso) seal severe bubbling. Service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device. Contamination found at dso sensor, latch/lock and bottom of the rear case area. Replaced main board and dso sensor.